Manufacturer narrative:
Date received by manufacturer: 25jun2019. Date of report: 16jul2019. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09 jul 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse performed a backup battery testing and the unit shut down within one minute and declared an alarm. The fse replaced the battery and the issue was resolved. The unit passed performance assurance testing. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation.

Event description:
It was reported that the unit had a battery failure after an outage and shut down while in use. The device was in use at the time of the reported event; however, there was no patient harm reported.